Event description:
It was reported that during patient transfer from a shower trolley to a wheelchair the patient slipped out of the sling and fell to the ground. No injury was reported. Waitting for additional information from a hospital.